Manufacturer narrative:
Siemens has completed the investigation. Based on the provided data, no drifts were detected in po2, k+, and glucose sensors¿ slope throughout the use-life of the measurement cartridge. Other related errors were not detected for the reported sensors on the date of event. Assessing the provided data indicates po2, k+, and glucose sensors, were stable and performing normally as expected on the reported date, and throughout the use-life of onboard measurement cartridge. Definitive root-cause for the sample discrepant low po2, dropped glucose, and high k+ results is undetermined.

Manufacturer narrative:
Siemens has requested further information and instrument files for further investigation. The cause of this event is unknown.

Event description:
A customer has reported discrepant k+ result on their rp500e compared to retesting of the same sampe on another rp500e instrument. There is no report of injury due to this event.